Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an endometriosis procedure, the distal tip of the cannula melted. The scope was not sliding in and out of the trocar smoothly. The case was completed with the device and no pt consequence was reported.